Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. We did receive performance data collected from the device and have analyzed the data. No v-sic (short interval count) or nst (non-sustained tachycardia) events <220 ms observed.

Event description:
It was reported that the patient had seizures after pauses were seen on the programming strip. Further testing showed that the device measured no output and sensing difficulty. The device was removed and replaced. No further patient complications were reported as a result of this event.